Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was forwarded to detailed analysis for further investigation. It was revealed that the chronic atrial rates reduced longevity due to atrial sensing was programmed on. The power consumption was increased proportional to the additional processing for sensed atrial events.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects.